Event description:
It was reported that there were no symptoms. The patient and physician thought the nintendo ds caused it or it was result of the pump. The patient was fine and had no other issues. The patient quit using the nintendo ds. The patient still has the pump. The pump was delivering lioresal.

Manufacturer narrative:
Concomitant medical products: catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2010, explanted: unk.

Event description:
Additional information reported that the patient had been playing with the (B)(6) at the time of the event, and ¿she was holding it right by the pump.¿ on (B)(6) 2012, the patient¿s mother mistook the pump¿s alarm to be a noise made by toys in the house. The alarm was identified later that day.

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that an alarm was heard but telemetry not performed. The pump was beeping and patient did not have any adverse symptoms. Patient was unable to see the healthcare provider till the next day at 1:00pm; the last refill was 3 weeks ago and the next refill appointment was set for (B)(6). It was later reported that it was unsure at the time if patient was experiencing any withdrawal symptoms. The next day, the alarm was confirmed by telemetry as a critical alarm due to "safe state, also stack overflow alarm." It was added that the critical alarm was heard intermittently since (B)(6) 2011 and was informed of stack overflow that flipped to safe state. "Reset occurred" was also reported later. Drug delivered via the device was baclofen 2000mcg/ml. A follow-up report will be sent when additional information becomes available.